Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was faded. Reportedly, the display issue did not block any graphics or text. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.